Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited far r-wave oversensing. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the patient received programming changes for the far r-wave oversensing. The patient was in stable condition.